Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 53.5cm from the strain relief there was a kink in the hypotube. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded.

Event description:
It was reported that shaft break occurred. The 80-90% stenosed target lesion was located in the close middle segment of right coronary artery. Following stent implantation, a 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the delivery shaft was fractured. The device was removed directly and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 80-90% stenosed target lesion was located in the close middle segment of right coronary artery. Following stent implantation, a 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the delivery shaft was fractured. The device was removed directly and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.